Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reports low aspiration/ suction during a procedure. The cassette was changed, there was no harm to the patient but continued to get an occlusion during prime. The handpiece was flushed and the case was completed with less than a 5 minute delay.